Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jubqf083 showed two other similar product complaint(s) from this lot number.

Event description:
Facility reported that when they push the wings down on the statlock to snap it into place, they noticed that the post was horizontal and would not allow the device to be snapped to secure the catheter. They are able to push the post into the correct position however, they feel that this weakens the post and feels as if it may break. This file addresses the third device. No patient injury was reported.